Manufacturer narrative:
The device was returned along with the device from MDR # 3004939290-2016-00334 and evaluated by cardinal health. The investigation revealed that button #1 had been fully depressed, but the sled subassembly was stuck within the handle housing. Subsequent to disassembling the handle housing, it was observed that one of the frame snap-fit tabs was not properly engaged and came into contact with the inside wall of the housing, preventing movement of the sled subassembly. In addition, button #3 was found to be stuck to the sled subassembly. It was observed that a stack up condition exists in certain combinations of components where the push rack does not fully clear the distal rib of button #3 restricting its ability to unlock and slide back. The review of the lot history record (f1524002) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the provided information and the investigation performed, the root cause for the button issue was due to the snap fit locking feature not properly engaging, which prevented the sled assembly from sliding forward. The issue is being further investigated through CAPA. Should additional relevant information become available, a supplemental medwatch report will be filed.

Event description:
During the evaluation of a related complaint (MDR # 3004939290-2016-00334), a second mynx ace 5f/6f/7f vascular closure device was received and it was revealed that button 3 was stuck. Multiple attempts were made to collect additional information; however, additional information is not available at this time.